Event description:
It was reported that during routine incoming inspection of a loaner set at the hospital, it was observed that, 80 in.lbf t-handle was found to be out of drawing specification. The drawing specification torque tested high. There was no known patient or hospital involvement. The product has been quarantined and no replacement product is required. All information regarding this event has been reported. This report is for one (1) viper prime torque handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review and or investigation. E3: (B)(6). Investigation summary: h4, h6: device history lot, a review of the receiving inspection: viper prime torque handle was conducted identifying that lot number gb143126 released in one batch. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 21 april 2022 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.